Event description:
Procedure: lar. According to the reporter: during the lar the surgeon transected the rectum but found that the staples had not been placed on the tissue. The formed staples were found in the cartridge. The surgeon resolved the issue by manual suturing. Amount of blood loss was not reported.